Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 700 mg/dl (product designed to read hi on the system when a result is in excess of 600 mg/dl) and 120 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.